Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2 was not open. A field service engineer (fse) found drawer 2 open error was diagnosed, a cut sensor wire was found and replaced, the drawer tested successfully, and technician verified proper operation through the recovery process without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2 had failed to open. The customer rebooted the station; however, the issue persisted. The customer had to access the medications from another station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.